Manufacturer narrative:
Product complaint # (B)(4). Upon further review, it has been determined that there is no allegation against the device, no reportable event. Further updates will only be provided if additional information is received that changes the regulatory determination.

Manufacturer narrative:
Product complaint # : (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had removal of cup and head due to cup loosening. Replaced with revision cup and head nothing more to report. Original implant date unknown. Doi: unknown. Dor: (B)(6) 2023. Affected side: right hip.